Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a 32mm amplatzer was chosen for implant using a 12f amplatzer trevisio delivery system. During deployment, the left atrial disc assumed a cobra-head configuration. Due to a low left atrial roof, difficulty with deployment was encountered, and multiple positioning techniques, including wire assistance, were utilized in an attempt to achieve appropriate placement. Despite these efforts, a residual leak was identified, and the device was assessed as undersized. The device was noted to be deformed but was not released from the delivery cable. No interaction with cardiac structures was reported during deployment, and no angulation or kinking of the delivery system was observed. The device was subsequently exchanged for a 34-mm amplatzer septal occluder, after which the procedure was completed successfully without complications. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects.